Manufacturer narrative:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. H6 (code 1384 removed).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was not recognized by the pump. Additionally, it was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.